Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Malposition : unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported evac seroma, capsular contracture baker grade iii and malposition. Device was explanted. This relates to the left side.

Manufacturer narrative:
Continued: a.4. Weight: 61.70 kg. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, seroma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported evac seroma, capsular contracture baker grade iii and malposition. Device was explanted. This relates to the left side.